Event description:
During removal of the catheter, a piece separated and remained in the pt. The catheter was placed on 10/17/96 in a 72 yr old female undergoing surgery. Removal was attempted on 10/20/96. A neurosurgeon removed the separated portion with a minor surgical procedure. There were no pt complications. The hospital is unwilling to return the catheter to co.